Event description:
It was reported that the pt fell sometime in 2007 and broke her back, causing the device to shift. "It did not work like it used to". She experienced soreness and it burned at the implant site. The pt visited several healthcare providers and wanted info about explanting the device. It was later reported in 2009 that the pt fell and broke her back in 2005 (unclear if this was a separate fall or if the 2007 date is wrong). She experienced pain at the pocket and a loss of therapeutic effect. She felt the ins shift. She was directed to her healthcare provider. Further info has been requested and not received at the time of this report.